Manufacturer narrative:
Batch review performed on 07 june 2017. Lot 130604: (B)(4) items manufactured and released on 02 may 2013. Expiration date: 2018-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of pain. The surgeon determined the stem is loose. The cause of the loosening is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays and explants are not available.